Manufacturer narrative:
Corrected information can be found in h7 and h9.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Event description:
A tego¿ connector that reportedly led to no inflow and no outflow for dialysis immediately after replacing tego. The issue occurred from (B)(6) 2025. The tego was already in use or was put into use. Several defective tegos have been collected. The tego in question was placed on (B)(6) 2025. Number of treatments performed with the tego in question before the problem occurred was 0 to 3. The tego was removed immediately after discovering the problem. Nothing was used in combination to the tego. They can generally get the tego off easily. They only exchanged it for a different tego. There was no patient blood loss and additional treatment was not required for the patient.

Manufacturer narrative:
The device is not available for investigation. The probable cause was due to inconsistency adhesive application during manual assembly in manufacturing. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.